Event description:
It was reported that the device's defibrillator capacitor needs replacement. There was reportedly no patient involvement. The device was evaluated by the bench tech and determined that the defibrillator capacitor requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.